Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd vacutainer® plus plastic sst tube with gold bd hemogard¿ closure the print was missing on the label. There was no report of injury or medical intervention.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for missing label with the incident lot was observed. Evaluation of the customer samples was performed and missing label was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Based on evaluation of the customer photos, the customer¿s indicated failure mode for missing label with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and missing label was observed. The most likely root cause for the missing labelling was inadequate purging of the manufacturing line during an equipment adjustment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.